Event description:
A pt was injected with radiesse dermal filler (mixed with lidocaine) in the nl folds and marionette lines. One day post injection, the pt developed edema, warmth, erythema, and tenderness near the left side of the nose and down to the lip. The pt was treated with medrol dose pack and biaxin (clarithromycin).

Manufacturer narrative:
During a f/u with the physician, it was reported that the biaxin was stopped, due to possible allergy; the pt was switched to tetracyclin. The pt has also seen an internist, who noticed sores inside her nose and two papules in the lip mucosa. The device history records for radiesse dermal filler lot 1013299 were reviewed; all required testing met specifications and there were no deviations noted.